Manufacturer narrative:
Insulin pump passed the displacement. Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump broke from the reservoir rim. The customer¿s blood glucose level was unknown. Customer states that there was a crack near where the reservoir goes. The customer also reported that the reservoir lip ring was damaged. The customer reported that the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.